Event description:
The patient had done the surgery in (B)(6) hospital on (B)(6), 2007. On (B)(6), 2011, the patient saw the doctor again because of pain. The product was taken out through the surgery.

Manufacturer narrative:
A second rod with the same catalogue number was also listed in the event. The lot number of that rod is j2b. Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation.